Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards life sciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 23mm pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of seven (7) years and six (6) months due to unknown reasons. The explanted valve was replaced with another 23mm pericardial aortic valve of the same model. It was also noted that the patient had a redo mitral valve replacement within the same procedure.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve underwent a redo aortic valve replacement after an implant duration of seven (7) years and six (6) months. There was also a critical lvot obstruction with extremely high gradients. The aortic valve was explanted due to aortic calcification and replaced with another 23mm edwards pericardial aortic valve. It was also noted that the patient had a redo mitral valve replacement within the same procedure. Per the medical records, the aortic valve was identified and the leaflets appeared to be calcified. The valve was carefully explanted. The annulus was debrided and the annulus was resized to a 23mm valve. The mitral valve was then explanted without difficulty. The patient had a completely retained anterior leaflet as well as subvalvular chordal apparatus. The posterior leaflet was mostly preserved. The lvot obstruction was caused by the native anterior leaflet extending in to the lvot, and cinched into the outflow tract by the struts of the prosthetic mitral valve. The anterior leaflet of the mitral valve was severely thickened and fairly rigid. The anterior leaflet, posterior leaflet, and subchordal apparatus were resected. A hypertrophic papillary muscle was also resected. The mitral valve annulus was debrided. The lvot was small and there was fibrotic ring below the aortic valve annulus anteriorly. This tissue along with a small amount of septal muscle were resected sharply. The mitral valve was resized to a 25mm valve. The 25mm mitral valve was implanted. The sutures were tied and cut ensuring proper seating. The sutures were secured in place using a cor-knot device. The 23mm aortic valve was then implanted in the same fashion. The right and left coronary ostia were well visualized. A CABG x1 was performed. The state appeared patient was weaned off bypass without difficulty. Inotropic to be excellent and the valve functions were assessed with the echocardiogram showed to be excellent with no evidence of paravalvular leak. The lvot appeared to be wide open. The patient demonstrated hypoxia with pulmonary edema within a few minutes of coming off the pump. The patient was given additional heparin. The patient was initiated on veno-veno ECMO support and the hypoxia resolved. The patient maintained excellent hemodynamics and was transferred to the cardiac surgery ICU with stable vital signs. The patient had significant post operative complications and expired on pod # 32.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.